Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned for evaluation and the customers complaint was confirmed. It was noted that the issue occurred due to a broken video cable. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint was due to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the subject device did not display image on the monitor. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device did not display image on the monitor. The issue was found during reprocessing. There was no patient involvement.